Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Lead noise reported on all iegms and lead to detection for vf while patient asleep. Pacing impedance greater than 3000 ohms and shock impedance greater than 150 ohms. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.